Manufacturer narrative:
Additional information will be submitted within 30 days of receipt..

Event description:
The target lesion was mid lad to the first diagonal branch. The lesion was moderately calcified and highly tortuous. There was 95% stenosis. Femoral approach was chosen. Pre-dilation was conducted with a bc (sapphire 2.0/15mm) and cypher (3.0/23mm: complaint product) was delivered to the target lesion. The physician felt slight friction delivering the cypher to the lesion. When the cypher was being inflated up to 8atm, the balloon ruptured. Rupture was confirmed by back-flow of blood into the inflation device. The physician immediately retrieved the sds of the cypher and post-dilation with a bc (hiryu 3.0/15mm) was conducted to dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (vds). The physician did not indicate any anomalies prior to use.